Manufacturer narrative:
The device was marked as available for evaluation; the device evaluation is still ongoing and results are not available at this time. (B)(4).

Event description:
During a shoulder arthroscopy utilizing the access 15 pump, it was reported that the shoulder joint filled with excessive fluid and the patient was intubated and being monitored closely in the recovery room. It was reported that the pump was calibrated at the beginning of the case. After the circulator changed the bags, the pump started pulsating. The pressure was high for what was listed and the tubing was spraying from the joint and cannulas when an instrument was inserted. The pressure was originally set to 65/70 then lowered to 45 and the flow rate was originally 1.5 was lowered to 1.2. The reading on the pump did not match the actual flow of the fluid. The patient was reported to be doing well.

Manufacturer narrative:
Device evaluation: the reported event could not be confirmed. A review of the reported lot did not indicate any abnormalities. The unit passed all functional testing. The results of the investigation performed indicated that the returned device is working according to specification. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.(B)(4).